Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation and had dust contamination. Additionally, the device was displayed error code/ displayed error codes e030 (err_motor_spinup_flux_high) and e020 (err_motor_spinup_flux). The device was scrapped by the service center after the evaluation was completed.